Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy.)

Manufacturer narrative:
We checked the returned unit and confirmed that the shadow in image. Based on the result, we concluded that it was caused due to the moisture condensation in the ccd module. In addition, we confirmed that the insertion flexible tube (ift) buckled, the distal body worn out, the suction channel kink, the insertion flexible tube attaching nut flared, the angulation-up angulation zero degrees, and the down pulley wire snapped/cut; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.